Event description:
It was reported, the atrial lead had chronically high thresholds since implant. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 6932 high voltage implantable lead, 1998 (B)(6); (B)(4) implantable cardioverter defibrillator, 2009 (B)(6). (B)(4).